Event description:
It was reported to adac that the ssd's were incorrect prior to dose computation. The user reported that when a trial is copied, all of the ssd's are changed to a new value for both the original and copied trials. No injuries were reported as a result of this issue.